Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was unknown. Pump was not exposed to magnetic field. Customer tried to rewind the pump but was unable to rewind the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Pump received with a constant pump error 130 alarm due to unlocked electrical board connector. Unable to verify pump error 43 alarm and perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 130 alarm.